Event description:
A malfunction alarm was reported by the customer. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information to reset the pump and assisted the customer, ensuring the pump could continue to be used. The customer was advised to report any recurring issues.